Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the high impedances was not determined. It was unknown if the swallowing issue was resolved. The ins that had the high impedances was discarded.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there were high impedances. Combination 8 is over >40,000. Caller reported .40,000 impedances on all electrode 8 combinations, but was resolved today after the ins replacement which was due to normal end of life. They performed longevity where the patient was at a higher settings (3.6v both sides) w/ end of service (eos) est. Of 2.43 years, but then right side changed due to swallow issues to a reduce right side of 2.6v with longevity estimated at 2.9 years. Patient was at elective replacement indicator (eri) at 2.54v (not eos yet). (185hz, 60pw 920 ohms). The caller was not at impedance issues until today and it was unknown how long it had been known. The caller stated the physician did not believe the swallow issue was device related but more with parkinson's symptoms. No further complications were reported or anticipated.